Event description:
During baxter's functionality testing of a spectrum pump, the device displayed a constant downstream occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was out of specification (high) with a fluid filled set loaded. The downstream sensor was replaced.